Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) exhibited muscle stimulation. Non-invasive programmed stimulation (nips) was performed to evaluate lead intregity with a commanded shock. The patient was successfully converted by the patient's system and all measurements were within normal limits. Muscle stimulation could not be reproduced. No additional adverse patient effects were reported. The device remains in service.